Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Issue was confirmed by log analysis. Based on logs and troubleshooting outcome I would say that the password update and likely a cache wipe resolved the login/oops issue. The most likely root cause is incorrect credentials being entered or because of a cache issue in the app. No logs or evidence of a carelink fault or error found. Helpline reported issue resolved through standard troubleshooting steps they provide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device with oops something wrong error message and had a log in issue. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated for communication issue. Reported issue resolved, no escalation required for bit oops error and log in issue. No harm requiring medical intervention was reported. No product return is required for mmt-6102, mmt-7333.